Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned, analyzed, and the proximal sense ring has a noted anomaly. Concomitant medical products: product ID: d154vwc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was electively explanted and replaced. The proximal portion of the lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.